Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels running high since the previous evening. The reporter indicated that blood glucose levels were in the 20 mmol/l range; the reporter did not indicate any symptoms. The reporter indicated that there were no new medications, no changes in health or illness, and no site or set issues noted. The reporter indicated that the site was changed twice for blood glucose levels but the blood glucose levels were not coming down. The reporter indicated that the health care provider prescribed a temporary increased basal rate and an injection to treat the blood glucose levels. The patient indicated suspecting that there may be something wrong with the pump since the site was changed twice and temporary basal was used without resolving the issue. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of a pump delivery defect.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2014 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 1:15 suspend in basal delivery was observed occurring on (B)(6) 2013. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.